Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. No intervention was reported. The patient was in stable condition.